Manufacturer narrative:
Sales rep and surgeon were contacted for further information. The surgeon states that at follow-up with the patient, she was able to trim the exposed mesh and did not need to explant. The surgeon states that she feels the thickness of the instrument wire contributes to increased bleeding in her experience lately and that this could have contributed to the issue. The implant and instrument lot numbers have not been reported and the surgeon declines to offer more information. The implant is not available for analysis as it was not explanted from the patient. Mesh erosion/exposure/explant is a known risk with the use of all mesh procedures and may be due to device malfunction, surgical procedure, or patient medical history. Exposure is labeled in the product instructions for use (IFU) warning section. When used correctly as intended, the clinical benefit to the patient for the treatment of stress urinary incontinence outweighs this risk.

Event description:
Sales rep reports that a patient experienced sling exposure with a desara tv implant. The patient had the device implanted during (B)(6) 2018 and the surgeon recently saw the patient for follow-up, where she noticed the exposure. Surgeon and rep do not know the lot number for the implant or instruments used and the devices are not available for analysis. After follow up, the surgeon stated that the exposed mesh was trimmed and no explantation occurred. The surgeon believes that this occurred due to the thickness of the instrument wire as she feels it causes increased bleeding during implantation. The surgeon declines to offer more information.